Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old female in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on impella support, a CT scan was performed and it revealed a left side ischemic stroke. The physician noted the impella was not removed. Do not believe it was the cause of the stroke and it is helping promote forward flow. Pt was therapeutic on heparin drip with act 182 when stroke discovered.

Manufacturer narrative:
The investigation into the stroke/cva event has been completed. The device was not returned for investigation. As the clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02573 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.